Event description:
It was reported that a home patient (hp) reused single use supplies on the homechoice device, during an unspecified fill cycle. While attempting to clear an alarm, the hp had disconnected and then reconnected another solution bag on the heater. The technical service representative reviewed proper procedures with the care giver, assisted the care giver to end therapy, and advised the care giver to contact their nurse about the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a supplemental report will be submitted.